Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during an unspecified procedure, there was a failure to discharge with this defibrillator. The users were unable to use the device and the involved pt died.